Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening and broken in the plug strap . Leak test was performed and found opening in the anterior. A microscopic analysis was performed which identify striated opening in the anterior and striated broken in the plug strap . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. A striated broken in the plug strap side assessed as surgical damage. Broken.

Event description:
Healthcare professional reported left side deflation. Device was explanted.